Manufacturer narrative:
The investigation for product damage (detached inflow/outflow - great vessel) has been completed. The cause of the product damage (detached inflow/outflow - great vessel) issue was not determined since the product was not returned. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11540 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-11540 was submitted. H.6 code 4114 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2024-11540. A new code has been added to type of investigation codes.h.10 additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2024-11540 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: warnings, cautions, and precautions. ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ impella 5.5 with smart assist for use during cardiogenic shock. Section: warnings & cautions: warnings ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted via direct access with an impella 5.5 for mechanical circulatory support. During attempted removal, the motor and cannula of the impella 5.5 pump broke off. The pump was removed from the aortic valve, but a subsequent attempt the following day was only successful in removing the motor. The pump was completely contained within the graft. Attempts to remove the graft with pump were halted to allow the patient to rest. The team will then remove the patient's graft and imbedded pump.